Manufacturer narrative:
Based on the claim against the product by the customer noting the energy issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. While the fse could not reproduce the problem, the fse did replace the erbe. Intuitive surgical, inc. (Isi) did receive a da vinci product on which to perform failure analysis. The erbe was analyzed, and the failure analysis investigation could not reproduce the customer reported complaint. The erbe energized and cauterized, and all ports recognized the instruments. This is considered a reportable adverse event due to the following conclusion: the customer converted to open after the start of the procedure.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the integrated electrosurgical unit (iesu/erbe) was not delivering monopolar and bipolar energy. The customer had swapped the monopolar and bipolar cables and instruments prior to calling. The erbe generator was power cycled, but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) assisted with performing a hard power cycle and the energy was still not meeting the surgeon's demands upon restart. The customer had a force triad generator and the energy activation cable. However, the energy activation was present but still weak. Three instruments and three sets of energy cables still did not resolve the issue. The energy cords were not being overused. The procedure was converted to open surgery. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to open due to the faulty da vinci equipment. Troubleshooting was performed with technical support, but the issue was not resolved via troubleshooting. There was no harm to the patient beyond the conversion to open. The system was not officially inspected but the isi clinical sales representative (csr) was present on site, and the system appeared to be normal. There were no issues during the set-up.